Manufacturer narrative:
Manufacturing review: manufacturing review statement: a manufacturing review was conducted and there was nothing found to indicate there was a manufacturing related cause for this event. Visual/microscopic inspection: the balloon size for this product is printed on the balloon hub of the catheter and identified the returned sample as a 8mm x 4cm balloon. Fiber disturbance was noted to the balloon and loose fibers were identified 3.8cm from the distal tip. No other anomalies were noted to the device at this time. Functional/performance evaluation: the patency of the guidewire lumen was then tested using an in-house 0.035¿ guidewire, and it passed with no issues. The inflation hub was then connected to an inflation device and an attempt was made to inflate the balloon with water. Upon inflation, water was observed exiting from the fibers, 3.9cm from the distal tip. The balloon fibers were then stripped. The balloon was placed under a microscope and a partial longitudinal and circumferential rupture was observed 3.6cm from the distal tip. Medical records review: medical records were not provided; therefore, a review could not be performed. Image/photo review: images/photos were not provided; therefore, a review could not be performed. Conclusion: the investigation is confirmed for a partial circumferential and longitudinal rupture on the barrel of the balloon. The investigation is confirmed for material frayed, as the balloon fibers were frayed and loose at the location of the rupture. Per the reported event details, it was stated that the device was inflated with a syringe. It is unknown whether the balloon was overpressurized or the use of a syringe contributed to the rupture. The definitive root cause could not be determined. Labeling review: the current IFU (instructions for use) states: warnings:- do not exceed the rbp recommended for this device. Balloon rupture may occur if the rbp rating is exceeded. To prevent over pressurization, use of a pressure monitoring device is recommended. - when the catheter is exposed to the vascular system, it should be manipulated while under high-quality fluoroscopic observation. Do not advance or retract the catheter unless the balloon is fully deflated. If resistance is met during manipulation, determine the cause of the resistance before proceeding. Applying excessive force to the catheter can result in tip breakage or balloon separation. Precautions:- if resistance is felt during post procedure withdrawal of the catheter through the introducer sheath, determine if contrast is trapped in the balloon with fluoroscopy. If contrast is present, push the balloon out of the sheath and then completely evacuate the contrast before proceeding to withdraw the balloon. - if resistance is still felt during post procedure withdrawal of the catheter, it is recommended to remove the balloon catheter and guidewire/introducer sheath as a single unit.

Event description:
It was reported that a pta balloon allegedly ruptured during inflation. Another balloon was used to complete the procedure. There was no reported retraction difficulty. There was no reported patient injury.